Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 1993. Subsequently, patient was revised on (B)(6) 2015 for limited range of motion due to heterotropic ossification bone formation. The head and poly liner were removed and replaced.